Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient was experiencing ineffective therapy and impedances were found to be high. As a result patient underwent surgical intervention wherein the lead was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected investigation conclusion code to 4315.